Event description:
It was reported to philips that the system was unable to produce x-rays. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue was intermittent and procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed the generator startup failure. Upon onsite inspection fse checked the device logs file and found 00mg, 00zb and nvram checksum error. Upon functional testing it was confirmed that cube was faulty causing generator failure. To resolve the issue fse replaced cube and performed adjustment. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.